Event description:
It was reported that the patient presented in clinic for follow up. The atrial lead exhibited an insulation anomaly. It was noted that numerous episodes of noise reversion and inappropriate ams were recorded. The lead was capped and replaced on (B)(6) 2017. No further information was reported.